Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.

Event description:
Additional information received identified the message was cleared.

Manufacturer narrative:
Corrected data: device information was unintendedly excluded in the initial report. This report contains missing data.